Event description:
It was reported that a pt expired after being transferred to a gurney for transport outside the MRI magnet room. It was reported that, at the time of the event, the pt was connected to a transport monitor and not the medical device listed in this report. The transport monitor is not manufactured by invivo.

Manufacturer narrative:
The user reported that they took a long time to prep the pt because initially the ECG was too small and artifact was present before they entered the MRI scanner. A device manufacturer representative was present during the reported event and worked with the user reconfiguring/troubleshooting the device's settings and placing the ECG electrodes differently in order to get an accurate and consistent ECG on the device. The user claimed that it was crucial for them to obtain an accurate ECG with the pt due to his medical condition and that they took the extra time to make sure they could get one before entering the MRI scanner. Once the pt was in the MRI, the user reported that they had no problems monitoring the pt, and they were able to monitor blood pressure, spo2 and ECG. The device manufacturer is currently investigating this event and will file a supplemental report after the investigation is completed.